Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2025 and suture was used. Before use on the patient, the sales representative reported that a 736g suture was mislabeled as a p-3 multiple-pass ethalloy suture. The correct designation for the suture should be c-3. No patient was involved. The device is available for return. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned to ethicon for evaluation. One open box with one representative unopened sample was received for analysis. Product code 736g. Upon further investigation of the sample received, it was determined that on 22 september 2023, a design revision for product code 736g was implemented, replacing the p3 needle (obsolete) with the c-3 needle. Lot shmrxb, product code 736g, was manufactured on 28 july 2022 and therefore was produced under the prior design specification (p3 needle). Traceability records have been reviewed to confirm these dates. Therefore predates the needle change; this lot contains the p3 needle configuration. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.